Event description:
This case was reported by a consumer and described the occurrence of condition aggravated in a (B)(6)-year-old female patient who received polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips), super poligrip extra care with poliseal (zinc free formula (double salt dental adhesive cream)) and super poligrip denture adhesive powder (denture adhesive powder-double salt) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent conditions include smoker, ill-fitting dentures, sjogren's syndrome with associated dry throat, itchy throat, and cough. She also said that she did not have a good memory. She would experience stress incontinence from coughing. She wore pampers due to the incontinence. On unknown date(s) in 2004, the patient started polyethylene oxide + sodium carboxymethylcellulose, double salt dental adhesive cream or denture adhesive powder-double salt. At an unknown time after starting these three formulations of super poligrip, the patient experienced worsening of sjogren's syndrome (condition aggravated) worsening cough, worsening of dry throat, worsening of itching throat. She also experienced roughness oral, throat irritation, rough tongue. In either 2005 or 2006, the pt was at work and was trying to suppress a cough and she passed out. The pt was hospitalized overnight. The pt was treated with cough medications and allergy medications as it was thought that the events were due to an allergy. The pt was also treated with unknown medication(s) for her lungs but subsequently, nothing was found to be wrong with her lungs. She was given an unspecified injection as the physicians felt she may have multiple sclerosis. Treatment with the formulations of super poligrip was continued. In (B)(6) 2014, one week prior to reporting, the pt discontinued use of the three formulations of super poligrip. At the time of reporting, the events were either resolved or improved. Consumer indicated that she has sjogren's disease and an ill-fitted denture. She went to two different dentists and neither one could make a denture that fits well for her. She also has cough, itchy throat and dry throat from sjogren's she has used the cream, strips and the powder formulations of super poligrip to hold her dentures in. She indicated that super poligrip products added to her sjogren's and made her cough and dry and itchy throat worse. Back in 2005 or 2006, she passed out while at work trying to hold her cough in. She was hospitalized overnight where physicians were trying to find out the reason for her passing out. They ran a lot of allergy tests and put her on medications for cough and singulair for allergies as they thought her events were due to allergy. The medications did not help. She then researched online and imported a product from (B)(6) called olivafix that she has been using for the past week or so. She stated that the cough and the dryness in her throat have completely gone away. The consumer said she did not have good memory anymore, but would try to tell her story the best she could. She started coughing a lot, but also said she smokes a lot. She said she went to the doctor to have her lungs checked. The consumer was given medications, but nothing was found wrong with her lungs. She was still coughing a lot and said her coughing caused her to urinate. (This urinary stress incontinence pre-dated her use of super poligrip). The consumer still wears pampers due to her urination caused by coughing. The consumer also reported her throat was more itchy. One day around 2005 to 2006, she tried to hold her cough because it embarrassed her and so that she did not urinate. She reported it caused her to pass out. The consumer then went to the hospital and was hospitalized overnight and then released. She did not tell the doctors she was using super poligrip at the time. She said the reason she has not told a doctor is because she is worried they will tell her she will need a new denture, which she cannot afford. The consumer then went to a neurologist. The neurologist thought she had multiple sclerosis and she was given an injection. She was not sure as to what the injection was. The consumer also reported going to an ear, nose and throat doctor who thought she had allergies and put her on singulair. The consumer began using the super poligrip approximately in 2004 and has used it up until the week prior to her report. She reported also having used every denture adhesive product available in the united states. The consumer reported feeling that super poligrip cream, strips and powder made her reported adverse events of coughing, dry throat and itching in throat worse. She also felt it contributed to what she described as something on her tongue, throat and pallet that felt like really fine salt. She described this as a rough area. The consumer reported switching to a product known as olivafix, which she orders online from (B)(6). She explained this product to contain ingredients such as olive oil as an antibacterial ingredient and also zinc. The consumer reported that her adverse events have all either resolved or improved since she switched to the product. The reporter provided conflicting information throughout the conversation. She initially indicated that she had stopped super poligrip in 2006, but then reported that she had stopped it one week prior to reporting. Follow-up is ongoing.

Manufacturer narrative:
The manufacturer's report numbers for this case are 3004699328-2014-00001 (super poligrip comfort seal strips) and 9681138-2014-00017 (super poligrip denture adhesive powder). Super poligrip denture adhesive powder is manufactured in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).